Event description:
It was reported that bd precisionglide¿ allergy syringe had the needle point penetrate the safety shield. The following information was provided by the initial reporter: " consumer reported needle through shield. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-feb-2022. H6: investigation summary: customer returned (1) loose 1ml bd allergy syringe without any packaging. Customer states that the needle was through the shield and there was a needle stick. The returned syringe was examined and exhibited the cannula through the shield, exposing the cannula, which could lead to a needle stick. A review of the device history record was completed for batch #0293194. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure. The root cause cannot be determined.

Event description:
It was reported that bd precisionglide¿ allergy syringe had the needle point penetrate the safety shield. The following information was provided by the initial reporter: " consumer reported needle through shield. "

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.